Manufacturer narrative:
A follow-up report will be filed when the investigation is completed. (B)(4).

Event description:
Patient codes, containing transfusion medicine information, delete after merging. Frequency is sporadic. There was no reported patient injury associated with this event.